Manufacturer narrative:
Event logs were reviewed, and it was noted that the y-frame navigation reference was not fully captured during the initial spin. The following warning was displayed on the interface: "attention: registration accuracy may not be suitable for navigation." The surgeon accepted the registration as is and proceeded with navigation. Navigation under a simulated adjusted registration displays the screw trajectories to be inferior of the pedicle as seen in fluoro. Quality compliance will continue to monitor for similar complaints as part of routine post-market surveillance.

Event description:
On 29 jul 2025, orthofix was made aware of the following event during navigation using 7d surgical flash imaging. Per the reporter, the surgeon navigated rs1 to rl2, cannulated via gearshift, and placed screws. On ls1 a discrepancy in accuracy was noticed. Fluoro imaging was performed, and it was discovered that the previous 6 screws were off either laterally, medially, or in the disc space. All screws were removed and navigation aborted. The patient is experiencing numbness in one leg and the opposite toe/foot. The surgeon noted that they both seem to be subsiding.